Manufacturer narrative:
The returned sensor was evaluated. During evaluation the unit failed continuity tests due to a broken solder joint on the red conductor at the emitter solder joint assembly. The sensor was tested with a known good lab device and a "replace sensor" error message was observed.

Event description:
It was reported that there's intermittent issue with the defective sensors. Interruption occurs due to cable movement near the sensor. No known impact or consequence to patient.